Manufacturer narrative:
This report is for an unknown. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical products: unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: olimpio galasso et al, 2017,"quality of life and functional results of arthroscopic partial repair of irreparable rotator cuff tears", the journal of arthroscopic and related surgery volume 33 number 2 pages 261-268, (italy). The study emphasizes on the minimum 2-year results and possible outcomes of arthroscopic partial repair in different patterns of irreparable rotator cuff tears (rcts). A total of 90 patients (41 males and 49 females), averaging 62.7 ± 7.3 (40-76) years were treated with one or 2 double-loaded metallic suture anchors (fastin rc, depuy mitek, (B)(4). The minimum follow-up was 24 months. The following complications were reported as follows: 2 patients died prior to the final evaluation. 4 patients considered the treatment adequate. 8 patients reported an unsatisfactory recovery after a mean follow-up of 61.6 ± 34.3 (24-121) months, thus being considered as failures. In detail, a reverse total shoulder arthroplasty was proposed in 6 patients, whereas an arthroscopic latissimus dorsi tendon transfer was proposed in 2 patients. This report is for a one or 2 double-loaded metallic suture anchors (fastin rc, depuy mitek, (B)(4).